Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning for analysis, but it was not returned. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation difficulty. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a coronary lesion. A 3.0 x 30 mm trek balloon dilatation catheter (bdc) was advanced to the lesion and crossed successfully. The bdc was inflated but failed to deflate completely. The bdc was removed from the patient's anatomy, partially inflated, together with guide catheter and guide wire. No resistance was felt during retraction. A replacement trek was used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the device would not be returning for analysis; however, the device was returned for evaluation. Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported deflation difficulty was not confirmed. The investigation was unable to determine a conclusive cause for the reported deflation difficulty. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.